Event description:
While doing a bilateral endoscopic sympathectomy, when clipping the nerve the 5mm endo clip malfunctioned. Another endo clip was opened and it too malfunctioned. A third endo clip was opened and worked properly. When trying to figure out why the endo clips were not working properly, they were fired on the back table and appeared to fall back into the applier and not close completely (causing the clip to fall out of the applier and/or off the nerve).